Manufacturer narrative:
Conclusion: device investigation did not show any device defect or damage. According to the information received from the field the device was explanted due to an infection at the implant site. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Reportedly the recipient wears glasses, which might have contributed to the observed infection. This is a final report.

Event description:
The user was explanted on (B)(6) 2025 due to a skin infection which was likely caused by friction of the user's glasses. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted on (B)(6)2025 due to a skin infection which was likely caused by friction of the user's glasses. The user was reimplanted.